Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter displayed the battery indicator. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013. The patient managed her diabetes with insulin (no adjustments); however, the patient indicated she did not take any action in response to the reported power issue. According to the csr¿s documentation (at unspecified times), the patient reportedly developed symptoms of sweating, shaking, and seeing spots as a result of the alleged power issue and as treatment, the patient reportedly consumed food and/or drink afterwards. The patient claimed she had tested her blood glucose with another device that day, however, she does not recall the reading. At the time of troubleshooting, the csr verified that the subject meter¿s battery was not replaced per owner¿s booklet recommendation, the patient did not have a replacement battery available, and there was no misuse of the lfs product. A replacement meter was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.